Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an operative hysteroscopy using a hyst. Fluid mgmt system control unit, there was a 2.3 liter fluid deficit. The patient stayed in recovery for a few extra hours. There were no malfunctions of the device reported during the procedure. No other information is available at this time.